Event description:
A meter to health care professional comparison test resulted with the surestep meter reading 376 mg/dl and the dr's reading 180 mg/dl. No control solution test was reported and no symptoms mentioned.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8